Manufacturer narrative:
Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition with scratched screen. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +7.35%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.